Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate and observed electrical test error #117 and autofill output was below specification. The stm adjusted the autofill specification and replaced the front end module to correct the issue. The stm then performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that "transducer offset failure" occurred on the cs300 intra-aortic balloon pump (iabp) . It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.